Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the second inflation at 10 atmospheres, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed using this device. There were no patient complications as a result of this event.